Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. D4 batch # unk. Concomitant product: (B)(4). 75 mm ntlc selectable reload sr75(x2) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo images photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the staple line did not work, it did not closed after use. It did not generate risk for the patient because this clamp line was from the part that was removed from the patient. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch #915a19. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the staple high selector from the left side damaged as it could be moved easily of color position, also the other side of the staple high selector was aspected along with 5 reloads present. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled in order to verify the condition of the internal components and the staple height selector was noted to be broken but not detached from the adjusting plate. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the locking lever to complete the losing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. Based on the condition of the staple height selector, the damage observed was an external cause of improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number 915a19, and no non-conformances were identified.